Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had failed battery test alarm. The blood glucose level was unknown at the time of incident. Troubleshooting was performed and failed battery test alarm occur. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specific and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted.